Event description:
It was reported the customer received a motor error alarm during a bolus and basal delivery. Customer's blood glucose was between 120 mg/dl and 140 mg/dl. The customer could not recall any significant events leading to the alarm. It was also found the customer had a compromised force sensor system alarm on their insulin pump. Customer reported insulin was squirting out during the manual prime process. Customer's drive support cap also appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. It was also found the customer had scratches on their insulin pump's screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.